Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system displayed black screen and failed to turn on. A field service engineer found station with faulty auxiliary 4.2 drawer controller board and pyxis module controller interface board which caused station to fail to boot. Further, the fse replaced both drawer controller board and pyxis module controller interface board, reconfigured it and tested in hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station encountered black screen and failed to turn on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.